Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed indicating loss of iop (intraocular pressure) control while the surgeon was cutting and aspirating in vitrectomy mode. The case was completed with iop control off. There was no harm to the pt.